Event description:
The customer called in to report that she had been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was 500 mg/dl. The caller states that her insulin pump malfunctioned and locked up and the buttons were unresponsive. The customer was unable to program any bolus and delivery any insulin for unknown reasons; the device was on and she was able to navigate through the screen. The customer stated that her husband found her unconscious and unresponsive. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.